Manufacturer narrative:
(B)(4). Actual device evaluated. No failure detected when actual meter used. The device either functioned as designed or a failure was not found. Since customer did not return actual test strips for evaluation the complaint is reportable with most likely underlying root cause: strip issue.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 90-120mg/dl fasting. Verified test strips expire 11/30/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 221mg/dl and 22mg/dl non- fasting. Reviewed meter memory: 1: 179mg/dl (B)(6) 2015 07:55:00 am fasting:yes; 2: 235mg/dl (B)(6) 2015 05:42:00 pm fasting:yes; 3: 158mg/dl (B)(6) 2015 09:12:00 am fasting:yes; 4: 136mg/dl (B)(6) 2015 06:00:00 pm fasting:yes; 5: 152mg/dl (B)(6) 2015 07:11:00 am fasting:yes. Memory concerns: 235mg/dl.